Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The customer stated the lancets are no longer available to return.

Event description:
The customer initially complained of lancets not retracting on 2 accu-chek safe-t-pro lancets affecting 2 nurses. Upon follow up calls, it was determined that only 1 accu-chek safe-t-pro lancet failed to retract affecting 1 nurse. The nurse was accidentally stuck after sticking a patient. No medical treatment was required due to the accidental stick. No adverse event occurred. The lot number for the box of lancets could not be provided. The lancets were requested for investigation; however, the box of lancets has been completely used up and will not be returned. Replacement product was sent. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. No information was provided in the complaint that would point to a cause for the lancet to not retract. Since the product is no longer available, the investigation cannot be completed.

Manufacturer narrative:
The established risk documents for the device include the potential for this issue. The medical risk of this issue is less than remote.

Manufacturer narrative:
The investigation stated that in rare cases, the internal wings of the lancet which intentionally break during the lancet release, might jam the lancet's guiding channel, impeding the lancet to retract back into the lancet housing. This could not be confirmed since no product was returned. A user error can be excluded as a root cause.